Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-18183. It was reported the patient is feeling stimulation in her ribs on her left side. X-rays were taken and indicated the leads had migrated. Surgical intervention will be taken at a later date to address this issue.